Event description:
Screw was run through the radial side hole of the plate. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. All parts are in faultless condition and function well. The exact reason causing the reported problem is undetermined. Review of the manufacturing and material documents show no deviation to the specification. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of the event was (B)(6) 2011. (B)(6). Placeholder.